Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00146-00. The date of that submission was 20-feb-2025. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint cannot be confirmed. A device history record (DHR) review could not be completed as no lot number was provided.

Event description:
It was reported that there were issues with residue within the cuff after reprocessing trach. It was verified with the patient that the sterile water in the cuff was being used, and proper technique was being followed. The reporter tried to flush it out of the tracheostomy tube, but small amount remained. There was no patient harm or adverse events reported as a result of the event.